Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and handpiece. A non-qualified viscoelastic was indicated. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 20.0 diopter lens, (1.5 extended depth of focus) lens was replaced with a non-company, 20.0 diopter, monofocal lens model. No additional information has been provided at this time. The manufacturer internal reference number is: 2023-03213

Event description:
Additional information has been requested and received stating there was no harm to the patient and was not hospitalized.

Event description:
A non health care professional reported following the intraocular lens implantation the patient had experienced visual distortion and the lens was explanted in a secondary procedure. The lens was replaced with a monofocal lens additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).